Event description:
It was reported that the patient experienced an issue for high blood glucose and with occlusion (B)(6) 2025. The high blood glucose had been treated with correction bolus with pen.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.